Event description:
It was reported that in the afternoon in the pediatric cardiac intensive care unit a patient has been on the ventilator for a few days already and they took them off to perform a bag and suctioning maneuver due to copious amounts of secretions. When they went back to connect the patient to the ventilator, they received the following message, device failure¿. The patient continued to receive ventilation with an ambu bag until a new ventilator was brought in. This ventilator was pulled and sent to biomed for review. The device alarmed. No patient harm was reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The log file of the affected device was made available and analyzed for investigation. Additionally a dräger service technician examined the affected device onsite. Based on the log file analysis it could be confirmed that the alarm ¿device failure¿ was posted at the reported time. This alarm message was caused by a detected discrepancy between the measured inspiratory and expiratory airway pressure greater than 5 mbar. In reaction to the discrepancy in the pressure measurements the device preformed a pressure release (the safety valve opens to ambient). The log file entries indicate an application issue / suction maneuver as root cause of the detected significant difference in expiratory and inspiratory pressure. There was no technical malfunction of the device found as root cause for this event. The device was tested according to manufacturer specs without further deviations. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms are posted to alert the user of the situation. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated a corresponding alarm message. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that in the afternoon in the pediatric cardiac intensive care unit a patient has been on the ventilator for a few days already and they took them off to perform a bag and suctioning maneuver due to copious amounts of secretions. When they went back to connect the patient to the ventilator, they received the following message, device failure¿. The patient continued to receive ventilation with an ambu bag until a new ventilator was brought in. This ventilator was pulled and sent to biomed for review. The device alarmed. No patient harm was reported.in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going